Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the left ventricular lead exhibited oversensing and loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient developed a hematoma after the procedure and the hematoma was addressed by pressure wedging. The patient was discharged 2 days later in stable condition.